Manufacturer narrative:
(B)(6). In this MDR, bd corporate headquarters in (B)(4) has been listed in sections as elitech is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd sedisystem esr instrument was broken. No serious injury or medical intervention.

Manufacturer narrative:
Previously this device was incorrectly reported to be from OEM manufacturing site (B)(4), however the following is true: in this MDR, (B)(4) has been listed in sections and as (B)(4) is an OEM manufacturing site.

Event description:
It was reported that bd sedisystem esr instrument was broken. No serious injury or medical intervention was reported.

Manufacturer narrative:
The bd sedi-15 instrument (catalog no. 366076) was discontinued in january 2010 and is no longer distributed by bd. Additional information was received on 10/30/2018 from the bd technical support team who conducts a repair service on the device referenced in this report. It was determined that this device is not a bd sedi-15 catalog no. 366076, but rather a non-bd printer. A processing error had occurred where the printer was logged into the service request system as the ¿bd sedi-15 catalog no. 366076¿. As a result, the current complaint referencing the bd sedi-15 catalog no. 366076 will be cancelled in our complaint system as it is not associated with our bd products. We have also taken necessary actions to prevent this processing error from recurring in the future.

Event description:
It was reported that bd sedisystem esr instrument was broken. No serious injury or medical intervention.

Manufacturer narrative:
A service work order indicates that the instrument was evaluated, restarted and a performance check showed no issues. If any additional information is received then this record shall be updated. Based on the service work order conducted, no additional issues were observed. As the incident lot number is currently unavailable, it is unknown if there are related complaints for the ¿as reported¿ defect code. If the incident lot number is received in the future, this evaluation summary shall be updated. A root cause could not be determined.

Event description:
It was reported that bd sedisystem esr instrument was broken. No serious injury or medical intervention.